Event description:
It was reported that a large volume infusor was leaking from the filling port. This occured before patient use and with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 22, 2014 to august 23, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed. No evidence of leaks or other abnormalities were identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.